Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was around 300 mg/dl. Device had alarmed no delivery alarm. Customer's blood glucose did not come down after delivering a bolus. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarms noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed the displacement accuracy test. The low reservoir alarm feature was programmed with 20 units, after delivering several boluses and with 20 units left on the display. The insulin pump alarmed low reservoir. No low reservoir alarms anomalies noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window, cracked reservoir tube and cracked case at the reservoir tube window corner.